Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and it was noted that the first priming sequence of the device was 20 pulses and rotational sensor issues could be seen in the data. The drive mechanism was inspected, and contamination was seen around one finger of the commutator cap causing discontinuity. A leak test was performed, and no leaks were observed throughout the entire fluid path. Due to the contamination on the commutator cap, the first confirmed open was only four pulses resulting in an early completion of the first priming sequence and the needle not deploying during the second priming sequence.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle did not deploy; indicating a needle mechanism failure. The pod was worn less than an hour.